Event description:
Pump declared alarm 20 during pumping. There was no adverse impact to the customer's blood glucose level. Customer service assisted the caller in loading a new cartridge using the correct technique, allowing the caller to successfully resume insulin therapy. Original cartridge lot number was unavailable.